Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20ga x 0.75¿ miniloc safety infusion set. The sample appeared free of obvious use residues and the safety was not engaged. Microscopic inspection of the sample did not reveal any damage or evidence of leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) pressurization. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Event description:
It was reported by the customer, 'miniloc is leaking from the orange spot that holds the needle.' No other information was provided. Additional information received: the item was used on a port, no patient harm.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asgtfc011 showed no other similar product complaint(s) from this lot number showed one other similar event from the same facility.

Event description:
It was reported by the customer, 'miniloc is leaking from the orange spot that holds the needle.' No other information was provided.